Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was recorded as high. Customer administered an insulin injection to resolve bg. Customer changed pump supplies to resolve the blockage.